Event description:
It was reported that the device had an alert for the atrial lead impedance being out of range. It was indicated the device had the atrial alert programmed on and there was no atrial lead in the port and now there was an alert for impedance greater than 3000 ohms. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419688 implantable pacing lead, (B)(6) 2010. (B)(4).